Event description:
Subsequent to the initially filed emdr report, additional information was received: a posterior foot break not returned was found during evaluation of one of the returned devices. It was confirmed the separation occurred after the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not present when the plunger was removed¿ was observed as needle-cuff disengagement. A review of the electronic lot history record and corrective action tracking system for the web database for the reported lot revealed no associated nonconforming material records or exceptions that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or needle/suture pulled beyond point of tautness due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices after an interventional neuro aneurysm procedure with a small-bore sheath. Reportedly, after each of the proglide plungers were removed, there was no suture present. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.